Event description:
It was reported that the device was unable to be interrogated via ble (bluetooth low energy) remotely. Abbott remote technical services were contacted and an in-clinic follow-up was recommended. No intervention has been performed at this time. The patient was in stable condition.